Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker and non-boston scientific leads reported dizzy spells and a slow heart rate approximately eight months post-implant. Three months after that, the patient presented to the hospital and the device was checked. Interrogation showed the lead safety switch (lss) had occurred on the right ventricular (rv) lead, due to an out-of-range impedance measurement. In the unipolar configuration, noise oversensing was observed, with increased pacing threshold measurements; however, at the check, the pacing impedance measurements were now within normal range. The device was reprogrammed with higher outputs and sensitivity was adjusted to avoid oversensing the noise. A lead issue was suspected and two months later the rv lead was replaced. It was noted electrograms showing the noise were overwritten, but the minute ventilation (mv) sensor was suspected to be the cause. This device was included in the mv sensor advisory. At the next device interrogation, the remaining longevity was only 2.5 years, much lower than expected. Device settings were returned to the settings from before the lead replacement. Engineering reviewed the available device data and confirmed the longevity decrease was due to the programmed parameters and it was expected that after about 30 days at the reduced settings the longevity would be stabilized. Engineering was not able to determine if the noise oversensing was indeed the mv sensor, which was now programmed off. It was suspected the lss occurred (B)(6) 2018 with an impedance measurement of 2171 ohms. No adverse patient effects were reported.